Manufacturer narrative:
More specific device information was provided. This report is regarding the set of glenoid reamers. An investigation into the surgeon's statement will be conducted and the results of the investigation will be submitted in a supplemental report upon completion.

Event description:
It was reported via email from the surgeon that we need the reamers to be cannulated to a central pin like the rtsa system. The center nub of the reamers is not deep enough and it allows it to migrate, making the centering hole too large in some instances.

Event description:
It was reported via email from the surgeon that we need the reamers to be cannulated to a central pin like the rtsa system. The center nub of the reamers is not deep enough and it allows it to migrate, making the centering hole too large in some instances.

Manufacturer narrative:
No specific catalog or lot number were provided. The device reported is an unspecific reunion reamer. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.